Event description:
It was reported that the patient experiencing fullness in the throat, dizziness, and hypotension presented in clinic for follow up. Upon interrogation, it was noted that the pacemaker was exhibiting pacemaker mediated tachycardia (pmt). Programming changes were made to resolve the issue. The blood pressure did not change. The patient was discharged.